Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a little adaptor broken at the top. The issue was found during set up and inspection for use, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.